Manufacturer narrative:
The insulin pump had a corroded keypad traces. All buttons functioned properly. All operating currents tested with in the specification range and passed off no power test. No unexpected battery out limit noted. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 6.0 mmol/l. Customer stated buttons are sticking and they are not responsive. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call that the insulin pump alarm battery out limit. Customer's blood glucose was 4.4 mmol/l. The customer was unable to do troubleshoot for battery out limit due to buttons are not responding. Customer was advised to monitor insulin pump.